Manufacturer narrative:
Information regarding treatment for the reported issue is unknown. This report is submitted (B)(6) 2017, by (B)(4).

Event description:
It was reported that the patient developed an infection at the implant site, with reported swelling and bleeding.